Event description:
During the device evaluation, the gastrointestinal videoscope was observed to exhibit foreign material and residual liquid coming out of the device suction cylinder. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, foreign material and residual liquid was observed leaking from the device suction channel. The foreign material/residual liquid was not identified, and a definitive root cause of the issue could not be determined, however, the issue was likely the result if insufficient device cleaning/reprocessing. The event can be detected/prevented by following the device IFU sections below: gif/cf-170 series operation manual chapter 3 preparation and inspection. Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.